Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: how many clips demonstrated the alleged deficiency? 14 clips. - package lot number of the clips? Unknown. - what suture type and size was used? => I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. - when the event occurred, was the suture placed near the hinge of the clip? =.yes. - were you able to lock the clip closed on the suture? No. If yes, after it closed, was the clip holding securely fixed on the suture? N/a. - was the applier checked for damaged (jaws straight and aligned)? Yes, there is no damage with the applier. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? =.yes.- please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).(B)(6). The following information was received: the event occurred in one procedure multiple times (max 12 clips) in 2 cartridges. 14 was mistyped. The actual number of pieces (clips) is unknown. However, the involved products number is 2 (2 cartridges). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by a sales rep that, during an unknown surgery, many cases of xc200 not closing after loading. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.